Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event of abdominal pain, cloudy pd effluent and nausea which warranted initiation of antibiotic treatment. However, there is no documentation in the file to show a causal relationship between the liberty select cycler/liberty cycler set. The cause of the patient's streptococcus agalactiae (beta hemolytic streptococci group b) peritonitis is unknown; however, anal or genital tract colonization is the usual source of contamination. Although a cause of the peritonitis cannot be determined, the liberty cycler set cannot be excluded as causing or contributing to the peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an event of peritonitis. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), the patient came into the dialysis clinic (B)(6) 2019 with complaints of intermittent pain, most notably around their pd catheter (not a fresenius product) site, cloudy pd effluent, and nausea. A sample of pd effluent was obtained and sent for culture and white cell count and the patient was prophylactically treated with vancomycin (1.5 g) and ceftazidime (1.5 g) times one dose via intraperitoneal (ip) dwell. The patient did not require hospitalization and pd therapy continued without interruption using the same liberty select cycler. Subsequently, on (B)(6) 2019, pd effluent culture yielded positive growth of streptococcus agalactiae (beta hemolytic streptococci group b); white cell count was not provided. Antibiotic therapy was restarted with vancomycin (1.5 g) and ceftazidime (1.5 g) daily via ip dwell for 12 days. The pdrn also states the cause of the patient¿s peritonitis is unknown. Reportedly, the patient is recovering and continues with pd therapy. There were no reported liberty select cycler/liberty cycler set product issues or malfunctions.